Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and tachycardia with inappropriate therapy. The implantable pulse generator (ipg) exhibited a pacing problem due to incorrect programming. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.